Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous. Once the device was placed at the beginning of the jejunum, the stent failed to deploy. The device was removed, and the procedure was completed with a 9cm stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The investigation revealed that the distal tip along with approximately 25 mm of the inner lumen was detached from the complaint device, and the deployment handle was found to be broken/detached. Based on the investigation findings.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip along with approximately 25 mm of the inner lumen was detached from the device and had not been returned. A visual examination of the returned device found that the clear outer sheath and catheter was kinked at several locations along the length of the device. The blue outer sheath was stretched at 260 mm proximal to the distal end of the outer sheath. The distal handle was detached from the outer sheath. The blue outer sheath was stretched and accordioned at several locations distal to the distal handle detach. The stainless steel shaft was severely kinked at approximately 104 mm distal to the distal end of the proximal handle. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. As the tip of the device was missing, the outer sheath was dissected to release the stent. No issues were noted with the profile of the deployed stent. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.